Manufacturer narrative:
(B) (4): the product is not available for evaluation. The lot number of the suspect device was not identified, so the manufacturer is unable to determine the specific device that broke. (B) (4).

Event description:
It was reported that the patient underwent revision surgery in (B) (6) 2009 (refer to manufacturer report # 1030489-2009-00453,00454, 00455). During the revision surgery, the tip of the driver broke while implanting the rod-connector. The surgeon was unable to remove one of the tips from the connector. The surgeon did not want to remove the entire rod, so he left the tip in the connector. The tip remained in the patient.